Manufacturer narrative:
The following devices were also listed in this report: tritanium revision acetabular; cat# 509-02-58f; lot# dm7dh5. Gap plate screws; cat# 2080-0025; lot# wp3xm0. Md.universal cement restrictor; cat# b000-0240; lot# 6m9015. Restoration adm x3 ins 28/52; cat# 1236-2-852; lot# 56265101. 28mm +4 lfit v40 head; cat# 6260-9-228; lot# 51503201. Modular dual mobility insert; cat# 626-00-46f; lot# 65302102. Gap plate screws; cat# 2080-0025; lot# rp2vam. Simplex tobramycin 1 pk; cat# 61971001; lot# tfx033. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient described pain in his thigh and was unable to weight bear. He was admitted to hospital and surgery was performed for sepsis. He had previous revision surgeries for sepsis in the same hip following total hip replacement. Dual mobility head was removed and the exeter stem was found to be loose. The stem, cement restrictor and cement were removed. Wash out and debridement performed and then a new cement restrictor and mdm head were used with the same stem as before. Specimens were sent and the patient will return for a second stage revision.